Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn0834 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn0834) have been reported from the same facility in (B)(6).

Event description:
It was reported that when placing the catheter (7717305) in this patient, the operator trimmed the catheter and connected it with the metal grip on the winged part of the connector, but it was easily detached with a gentle pull. The same problem occurred after three consecutive replacements of the connector. Eventually, a 4f connector was used and firm engagement was achieved. This report addresses the first of three connectors used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an incompatible connector was inconclusive with the provided information. A photograph of the implicated catheter/connector set was provided. In that photograph a groshong catheter had been placed over the metal stent of the proximal piece of a connector set. No distal connector piece was in place in the partially assembled catheter but a loose distal connector, as well as two additional proximal connector pieces, were also pictured. No observable evidence suggested the cause of the reported event and it was unknown if the partially assembled catheter state was part of the issue, or was just circumstantially placed. No apparent damage was seen on the pictured components. It should be noted that the complainant indicated that a 4fr groshong connector set was then used on the 3fr catheter; which is not recommended and would be off-label use. A review of the manufacture records associated with the provided lot number found no potential cause of the reported event identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type.

Event description:
It was reported that when placing the catheter (7717305) in this patient, the operator trimmed the catheter and connected it with the metal grip on the winged part of the connector, but it was easily detached with a gentle pull. The same problem occurred after three consecutive replacements of the connector. Eventually, a 4f connector was used and firm engagement was achieved. This report addresses the first of three connectors used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter separation from the connector was confirmed. The product returned for evaluation was three 3fr s/l groshong connectors. The returned sample components comprised three proximal connector segments, two distal connector segments and two segments of 3fr s/l groshong catheter. The connectors were received unassembled. Attempts to insert the catheter fragments through the distal connector segments were unsuccessful. Attempts to insert a non-complainant catheter into the distal connector segments were unsuccessful. Microscopic inspection of the proximal and distal connector segments was unremarkable. The components appeared well-formed. The distance between the locking arm features on the three proximal segments were measured using a digital microscope and found to be within manufacturing specifications. The received connector segments were assembled. The connections were firm and unremarkable. The connectors were then disassembled. The distal connector segments were longitudinally bisected. The first proximal connector segment did not contain any catheter fragments. The compression sleeve was advanced into the locked position. The second distal connector segment contained a third fragment of catheter tubing. The fragment exhibited tensile weakness and permanent deformation. The compression sleeve had been advanced too far into the narrow section of the bore. Microscopic inspection of the ends of all three catheter fragments revealed glossy striated surfaces typical of sharp instrument cuts. The inability to insert the catheter through the first distal connector suggested that compression sleeve had been advanced prior to insertion of the catheter. It is reasonable to suggest that the catheter may have become detached from the connector because it was not inserted through the securing compression sleeve prior to assembly of the connector. The catheter had been properly inserted through the compression sleeve in the second distal connector segment and subsequent pulling on the catheter advanced the compression sleeve too far into the connector bore prior to cutting the catheter with a sharp instrument. Such pulling may have been attempts to replicate the catheter detachment.

Event description:
It was reported that when placing the catheter (7717305) in this patient, the operator trimmed the catheter and connected it with the metal grip on the winged part of the connector, but it was easily detached with a gentle pull. The same problem occurred after three consecutive replacements of the connector. Eventually, a 4f connector was used and firm engagement was achieved. This report addresses the first of three connectors used.